Event description:
It was reported that the patient had their first visit with the healthcare provider (hcp) on (B)(6) 2011. The patient had ¿11,2¿ aliquots, but the meaning of which was unclear. The patient had a second visit due to "lead moved after 3 days." The patient also had ¿9,2¿ aliquots, but the meaning of which was unclear. Cause, patient outcome, symptoms, and meaning behind aliquots were not known. Follow up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was "patient movement." No symptoms occurred as a result of the event, however, it was also stated that the patient received "suboptimal" results with behavior modifications and medication therapy. The patient outcome was described as continued behavioral modifications and medication therapy for her overactive bladder, and that the percutaneous nerve evaluation trial patient declined a stage 1 procedure. It was clarified that the aliquots previously reported were urine samples to be run later for the clinical study.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).